Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
It was reported that monitor artifacts were observed in the ge ekgs in the cath lab at main campus. Biomed went to the cath lab after the report came in from west ICU and observed the impact. Power cord manufactured in (B)(4) used. Delay in therapy:unknown. Need for medical intervention:unknown. Patient involvement: yes. Death / serious injury: no.